Event description:
Patient was revised to address pain attributed to an oversized femoral.

Manufacturer narrative:
The product was not returned for examination. A search of the complaint database did not show any other reports against the manufacturing lot. The investigation could not draw any conclusions about the reported patient pain; however, the initial reporting suggests the size device implanted at primary surgery was a contributing factor. Provided information stated the product was not suspected of failing to meet specifications. No evidence was found suggesting product error was a contributing factor and the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.